Event description:
Customer initially called to report a prime / fill anomally. Customer then mentioned that he may have primed the entire reservoir amount into his body. Customer was on vacation and was told to seek md assistance right away. Customer was then hospitalized for low blood glucose levels. No further info provided.

Manufacturer narrative:
Unit was unable to prime due to a cracked end cap.